Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer administered 2 boluses that were too large for their needs. The customer's blood glucose (bg) level subsequently decreased to below 20 mg/dl. Reportedly, customer lost consciousness and experienced a "brain injury". Customer was admitted to the intensive care unit and treated with intravenous fluids of saline, resolving the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Contact declined to provide further information.